Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It has been reported that the device interrupted ventilation during ventilation and gave an alarm. The patient was immediately ventilated alternatively by the staff.

Manufacturer narrative:
On the basis of the logbook analysis and the investigation performed on site, the described behaviour could be reproduced. The root cause was a faulty blower, which subsequently led to inconsistent measurements at the pressure sensors. The blower of the carina generates the pressure respectively the flow that goes to the patient. The blower motor draws in ambient air and thus generates the required pressure. The compressed air is passed through a bottleneck in the measuring unit. By means of three pressure sensors the ventilation pressure is controlled and the flow is determined. If an unacceptable deviation occurs between the measured blower speed and the setpoint value, the "blower defect" alarm is generated and the carina switches to the so-called patient safe mode, i.e. Ventilation is stopped and the high-priority alarm "device failure !!!" Is generated. In this case, the emergency breathing valve allows the patient to breathe spontaneously. It may be necessary to ventilate the patient with an independent ventilation device. The carina reacted as specified and generated the corresponding visual and acoustic alarms. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
Please see initial report.